Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily.¿ olympus will continue to monitor field performance for this device.

Event description:
A nurse reported to olympus, during reprocessing, the endoscope reprocessor displayed an e024 (channel monitor) error when processing a visera cysto-nephro videoscope (B)(6). There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The customer emailed olympus stating the issue has been resolved. No additional details were provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.